Event description:
It was reported that the patient underwent a revision procedure to explant and replace the spinal cord stimulator (scs) leads due to the patient having a low therapeutic response. The patient is doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(4). Batch: 7074080.